Manufacturer narrative:
Serial numbers: (B)(4). For 3 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 of the reported events, the breathing circuit seals were replaced, and to resolve 1 of the reported events, the manual bag connector was replaced. For 1 event, the transparent valve lid that covers both valves had come out of its bracket. The flow sensor module was correctly assembled again to resolve the reported issue. For 1 of the 4 reported events, the customer replaced the leaking patient circuit tubing to resolve the reported issue. There was no further contact for service with ge healthcare.

Event description:
This report summarizes <noe> 4 <noe> malfunction events. A review of the events indicated that model 1011-9050-000 anesthesia gas machine experienced gas leaks. 2 events were reported for gas leak preventing ventilation, and 1 event reported for a leak resulting in a loss of mechanical ventilation, and 1 event reported for a leak greater than 4.5l per minute which could result in a loss of ventilation. These reports were received from various sources. Of the 4 events, 2 did not involve a patient, and 2 did involve a patient. There was no patient information available.